Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was cut, causing an open orange (+5v) wire, an open blue (can l) wire, and an open brown (-5v) wire in the trunk cable. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.